Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, battery testing, and functional testing were performed. During the alarm log review and the power on self-test, an f-6 alarm was identified. The cause of the alarm is a low battery voltage. The battery was replaced and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-6 alarm (low battery voltage) on a flo-gard infusion pump. Additional information is not available.